Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, and wall power adapter. There was no adverse impact to the customer¿s blood glucose level. The customer was sent replacement charging supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.